Manufacturer narrative:
The device manufacture date for this product is april 22, 2010.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the melted hole at the bottom of the communicator was confirmed due to an induced anomaly. The communicator software also had a software anomaly. The communicator was unable to boot the operating system and start the software modules because of a flash memory issue.

Event description:
Boston scientific received information that the bottom of the communicator melted. A boston scientific company representative advised the patient to unplug the communicator. The company representative verified that there were no damage to any other products and nobody was injured. The company representative suggested for a communicator replacement. A return label was sent. The communicator is no longer in service. No adverse patient effects were reported.